Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and disability. It is also alleged that the patient felt the hip move out of place. An x-ray confirmed that the acetabular component moved. **update: 4/25/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the revision on (B)(6) 2006 was due to a loose acetabular shell. The revision on (B)(6) 2007 was also due to a loose shell and the patient had bone deficiency. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and disability. It is also alleged that the patient felt the hip move out of place. An x-ray confirmed that the acetabular component moved.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2213913, a3pd21000, af2ff4000, zl9lt4000, x5fec1000, y2reg4000, z5nkw4000, and x52cx4000. A search of the complaint database finds additional reported incidents against lot code aa5da4000 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. A search of the complaint database finds additional reported incidents against lot code 1901192 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).